Event description:
The sheath cracked at the hub. Event complications: unk - rpt'd 5/16/97; none - rpt'd 6/12/97. Pt current status: stable - rpt'd 5/19/97.

Manufacturer narrative:
Evaluation: a white datascope 10 french, 6 inch sheath/hemostasis valve assembly was returned for evaluation. Visual examination revealed the sheath to be separate from the hub. The sheath tubing appeared slightly flattened. Blood was noted on the exterior of the device. Probable cause of difficulty: examination of the returned sheath revealed that the tubing was most likely pulled from the sheath hub. A sheath is comprised of a hub molded around the end of a sheath tube. There is no chemical bonding as the molding operation creates a leak tight seal. In addition, the sheath is made of a soft material so as not in injury the pt artery during the insertion procedure. It is possible that the sheath was subjected to torque and/or tension. At the sheath/sheath hub junction during the insertion procedure creating the rpt'd difficulty. Location. Having more event info would have aided in determining the exact nature of the rpt'd difficulty.